Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that daughter experienced high blood glucose in the range of 400mg/dl and low blood glucose of 20mg/dl. Customer treated low blood glucose with food, glucagon and high blood glucose was treated with shot. Customer¿s current blood glucose was 119mg/dl. Customer alleged for possible under delivery as well as over delivery. Customer states that drive support cap was normal and insulin pump alarmed for no delivery. Customer reports alarm did not occur during manual prime and was resolved by infusion set change. Customer states that insulin was dripping out after filling tubing. Insulin pump will not be return for analysis.